Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient came in for follow up complaining of mild hip pain status 7 years post total hip replacements. Doctor had her worked up for cobalt levels. They were elevated and she was scheduled for a revision. Doctor noted mild wear at the head neck junction. The head required several blows with a bone tamp and mallet to remove the head. The liner was removed and replaced. Trunnion was in good condition. It was cleaned and a v40 to ctaper adaptor sleeve was implanted and determined to be secure. A +5 36mm biolox ceramic head was impacted.

Manufacturer narrative:
An event regarding wear involving a trident liner was reported. Conclusion: the event description indicates that the revision of metal head was due to wear at the head neck junction. There is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient came in for follow up complaining of mild hip pain status 7 years post total hip replacements. Doctor had her worked up for cobalt levels. They were elevated and she was scheduled for a revision. Doctor noted mild wear at the head neck junction. The head required several blows with a bone tamp and mallet to remove the head. The liner was removed and replaced. Trunnion was in good condition. It was cleaned and a v40 to ctaper adaptor sleeve was implanted and determined to be secure. A +5 36mm biolox ceramic head was impacted.